Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set after 54 hours of use for continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.